Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient experienced a hypoglycemic event in which the patient was found unconscious. An ambulance was called and when the emergency medical technician's arrived, they checked the patient's blood glucose and the meter was reading 20 mg/dl; compared to the cgm that was displaying a value of 120 mg/dl. The patient was treated with glucose and regained consciousness shortly after. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.